Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the hakim valve was not programmable. The valve was explanted on (B)(6) 2018, unknown implantation date.

Manufacturer narrative:
UDI: (B)(4). Sample was received for evaluation. The valve passed all tests, no root cause could be determined for the valve; as the technician was unable to confirm the problem reported by the customer. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.